Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer could not recall the blood glucose level after the first occlusion; however, the ketone level was high. A following blood glucose (bg) level was reported as 128 mg/dl. Insulin injections were used to address the bg level and to manage diabetes. The ketone level had cleared. After changing the pump supplies multiple times, the occlusions were resolved on (B)(6) 2016. The customer's bg level was 101 mg/dl and the customer has been doing "fine".